Manufacturer narrative:
The results of the investigation concluded that the extension tubing had detached from the sideport of the hemostasis body due to a weakened bond.

Event description:
During the procedure, the sideport became loose. The device was replaced and the procedure was completed with no adverse consequences to the patient.